Event description:
Boston scientific received information that shock impedance measurements with this right ventricular (rv) lead and chronic device were within acceptable limits, increasing to 75 ohms. During a routine device changeout procedure, when connected to the new device, shock impedance measurements with this rv lead were 89 ohms to 125 ohms in the triad configuration and greater than 125 ohms in coil to can and less than 100 ohms in the coil to coil configuration. The device pocket was then closed. Additional information was received that it was determined that this rv lead was fractured. A revision procedure was performed. The device and rv lead were explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.